Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. There were no reported issues preparing the sheath on the back table. Upon insertion of the sheath into the access site and aspiration of the sheath, continuous air was noted to be pulling into the aspiration syringe. The physician attempted to use a different syringe and attempted to aspirate the sheath again multiple times; however, air was still pulling into the syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.